Manufacturer narrative:
The autopulse s/n (B)(4), the subject of (B)(6) (a subset of (B)(6) as reported in MFR 3010617000-2016-00636) was returned for evaluation and repair on 25 august 2016. A visual inspection showed no signs of physical damage to the device. A review of the autopulse (ap) platform archive for (B)(6) 2016 confirmed that the device did stop compressions, however the archive indicated that this was due to user advisory (ua) 17 - 'max motor on time exceeded' and not 'reposition patient' messages as reported by the user. Functional testing repeated the failures seen in the field. The device stopped compressions repeatedly due to ua 17 'max motor on time exceeded'. This is indicative of a drive train motor failure. To resolve the issue the drive train motor and the clutch plate were replaced. Functional testing was performed after part replacement, and all functions passed specification. The root cause for compressions stopping during auto pulse use was a defective drive train motor. The device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). In summary, the customer's reported complaint of ap platform stopping compressions was confirmed. The investigation determined that this was due to a failed drive train. The drive train and clutch plate were replaced, after which the platform passed all final testing criteria. This autopulse platform is a reusable device that was manufactured in sept. 2011. The deaths were not related to the use of the autopulse device. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. The patient outcome is not negatively impacted by the interruptions when compared to the standard of care, manual CPR.

Event description:
It was reported in complaint number (B)(6) (as reported in MFR 3010617000-2016-00636) that when the platform was started, compressions were performed for a few seconds at a time, then the device would stop and the user control panel would advise to check patient alignment. When this was reported the reporter stated that the autopulse had acted similarly in the past however no specifics were given. When this occurred the responding crew reverted to manual CPR. According to the reporter, patients had expired, though not due to the autopulse. Requests for more information were unsuccessful. Complaint number (B)(6) has been created for the report of similar autopulse performance to (B)(6) and is the subject of this MDR. The reporter indicated that these incidents were not documented, and there are no details available.